Event description:
Technician alleged that the bed would short out the nurse call audio station and room board.

Manufacturer narrative:
Technician found that the cib board had fluid ingress which also shorted out the utv board. He replaced both boards and the bed functioned properly. There were no alleged injuries.